Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a charging issue and retractable cord issue. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp unit and advised that for some reason, the customer thought that the retractable power cord may be the issue and stated this to getinge tech support. However, upon the stm's inspection, there was no issue with the ac power cord. The iabp was plugged in and both batteries showed as depleted of charge. There was no indication the battery was charging. A different outlet was tried and still no charging. The stm concluded that the unit had a bad power management board and replaced it; the iabp then displayed proper charging and battery switching. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a charging issue and retractable cord issue. There was no patient involvement, and no adverse event reported.